Event description:
A malfunction alarm was reported, specifically displaying malfunction code 12, which was resettable. The issue did not result in the customer's blood glucose level exceeding 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions, assisted the customer in resetting the pump, and confirmed that the malfunction did not recur.